Manufacturer narrative:
The complaint device was returned for evaluation. Visual evaluation found no anomalies. Device evaluation determined that the device fall time measurement failed confirming the reported malfunction. The main board was refurbished. The om board was replaced. A definitive root cause was not able to be determined; however, the most probable cause is that the device had been dropped previously during shipping. No further investigation is required. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, c02 wave pattern and numbers disappear while on patient. There was no report of patient harm. No additional event or patient information is available.